Event description:
A pt reported error 5 when turning on the meter after a test strip was inserted. The meter's optic area and platform were cleaned and dried. The pt then reported that the meter would not turn on. This issue was not resolved. Serial number of this meter was not provided.